Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump display screen "flashes on and off" intermittently. Additionally, it was reported that the pump time was inaccurate; cause was unknown. Reportedly, customer corrected the time to address the issue. Customer's blood glucose was 117 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.